Manufacturer narrative:
The gore® viatorr® tips endoprosthesis with controlled expansion instructions for use states: adverse events associated with the use of the device may include, but are not limited to: new onset or worsened encephalopathy.

Event description:
It was reported to gore a gore® viatorr® tips endoprosthesis with controlled expansion was implanted (B)(6) 2020 during a transjugular intrahepatic portosystemic shunt (tips) procedure. A revision procedure using a gore® viatorr® tips endoprosthesis with controlled expansion was performed on (B)(6) 2020 in an attempt to narrow the tips lumen due to persistent hepatic encephalopathy. It was reported that the gore® viatorr® tips endoprosthesis with controlled expansion stent that was previously placed had been dilated to 10mm when placed. The physician performing the revision procedure deployed the gore® viatorr® tips endoprosthesis with controlled expansion in the expectation that it would only expand to 8mm, however; the stent deployed to 9.8mm and did not produce the narrowed lumen that was desired for the procedure. The physician was successful in reducing the diameter of the tips after placing a third gore® viatorr® tips endoprosthesis with controlled expansion with a balloon expandable stent between it and the second one. The patient did well clinically.